Manufacturer narrative:
Device broke intra-operatively. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: manufacturing location: (B)(4). Manufacturing date: 10. April 2015. Expiry date: 01 april 2025. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in france as follows: it was reported that during an unknown procedure, the surgeon was drilling screws into the patient's skull. The screw heads broke at the stem-head interface without the possibility of removing of the stem. The head of the screws became removable, but the body of the screws still remain in the patient's skull bone. No patient information was provided. The devices have been destroyed. This is report 2 of 2 for (B)(4).